Manufacturer narrative:
Product ID 37743, serial # (B)(4), product type programmer, patient product ID (B)(4), serial # (B)(4), product type recharger; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that the patient was seen by the manufacturer representative for reprogramming for improved pain coverage. Additional information received two weeks later reported that one area "short circuited" and the manufacturer representative "went around it." An appointment was scheduled for (B)(6) 2012 at the physician's office. It was stated that the patient's concerns were resolved at that time. The reporter stated that her right leg pain was "great at times." It was later reported in early (B)(6) 2012, that the #6 electrode had an open circuit, so the manufacturer representative programmed around it. It was stated that the patient had adequate coverage now. The manufacturer representative will continue to see the patient as needed to assist with her device and reprogramming.